Event description:
It was reported that a dexcom g6 sensor was successfully paired with the dexcom app but failed to pair with the ilet, and the customer could not be reached for pairing support. Symptoms included no alerts or alarms reported. Outcomes included the need for additional information from the customer to proceed with troubleshooting. Investigation included attempted customer contact and coordination with the cgm manufacturer¿s support to facilitate reconnection. Investigation of this case revealed insufficient information to confirm a device malfunction or user setup issue. It was concluded that the event was unresolved due to lack of customer contact and that further evaluation would require engagement with the customer to complete pairing steps.